Event description:
The pt reported her blood glucose levels were within her normal range when she went to bed last night but that she has had elevated blood glucose readings of 279 to 318 mg/dl since she woke up this morning. She said her normal range is 80-120 mg/dl. She stated she felt achy and had a dry mouth and bolused through her insulin infusion device to treat her blood glucose. The pt stated she is blind and realized that she did not hear any confirmation beeps with her last bolus so she asked her son to check the display screen on her infusion device. She said when he did so he realized she had been in the stop mode although she stated she did not get the stop alarm. To troubleshoot, the pt was instructed to put the device in the stop mode and the stop alarm sounded. The pt stated the device seems to be working fine now and she would have her daughter check her settings to ensure she didn't change anything accidentally in her sleep. Repeated attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.